Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the pediatric patient reported that the brief sensor issue started around 12pm. The patient was also wearing a tandem mobi insulin pump. Around 9pm, the patient began having symptoms of nausea, vomiting, and a stomachache. The patient¿s bg meter reading at this time was high mg/dl while the cgm was still in a brief sensor issue state. The patient¿s parents took the patient to the emergency room (ER) around 12-1am on (B)(6) 2026. At the ER, the patient¿s bg meter reading was still high mg/dl and the cgm had resumed providing readings but the specific value could not be recalled. The patient was diagnosed with dka and treated with IV fluids, IV insulin, and zofran, the patient was discharged later the same day around 5-6pm. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed due to no readings/ sensor error/ brief sensor issue frequently within the investigation window. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.